Manufacturer narrative:
(B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets fell off events on (B)(4) 2024.the events occurred within 2 days of use.the blood glucose level was 503 mg/dl at the time of event. No further information was available.